Event description:
Caller reported experiencing intermittent occlusion alarms. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer was using cold insulin, wearing the cartridge tubing facing up, and failed to properly cycle the cartridge. Tandem customer technical support informed customer that insulin should be at room temperature before filling a cartridge per user guide and educated the customer that the mobi cartridge is to be worn facing down when in use and to properly cycle the cartridge before use. The customer replaced pump supplies as necessary and resumed regular insulin therapy.